Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, the trocar sleeve broke into pieces when being removed from the chest wall. All of the pieces were removed from the pt. It was not noted how the case was completed. No pt consequence reported.